Event description:
A malfunction alarm related to a high blood glucose level of 537 mg/dl was reported by the customer, who used both a cgm and a bg meter. The customer attempted a correction injection via mdi, and a series of checks were conducted with instructions from technical support, including inspecting the infusion site and ensuring proper insulin storage and pump settings. Follow-up was planned to ensure resolution, with a recommendation to replace supplies and resume insulin therapy.